Manufacturer narrative:
Subsequent to the submission of follow up #1 medwatch MFR report #9615050-2013-01949 it was noted the manufacturer report # for (B)(4) was inadvertently selected instead of the intended (B)(4) manufacturer#.

Event description:
General report received of an unspecified number of undocumented incidents of the silicone sleeve of the clave ports remaining in the depressed position. On unspecified dates, the tubing sets were being used to deliver unspecified medications. After unspecified lengths of time, it was reported that the silicone sleeve of the clave ports remained in the depressed position; subsequently, unspecified volumes of solutions leaked. No specific details were provided. There were no reported adverse patient effects and no reported delays in therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided including if the tubing sets were replaced and the therapies were resumed.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. Upon FDA request, this report is being submitted to report the correct MFR number.

Event description:
General report received of an unspecified number of undocumented incidents of the silicone sleeve of the clave ports remaining in the depressed position. On unspecified dates, the tubing sets were being used to deliver unspecified medications. After unspecified lengths of time, it was reported that the silicone sleeve of the clave ports remained in the depressed position; subsequently, unspecified volumes of solutions leaked. No specific details were provided. There were no reported adverse patient effects and no reported delays in therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided including if the tubing sets were replaced and the therapies were resumed.